Event description:
Follow up information identified the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4) was received october 2, 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving insufficient stimulation. An impedance check revealed high impedance on several contacts. As a result, the patient's lead was explanted and replaced.